Event description:
The customer reported a burning sensation around the Abbott Diabetes Care (ADC) device. They said it felt like "burning hot needle' and worsened over the next 10 days, affecting arm movements from the shoulders to their fingers, including the elbow. The customer went to the hospital and had tests and scans to rule out other medical issues. The healthcare provider said it could be possible nerve damage. The customer received unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.